Event description:
A series of 16 low level abnormal troponin results was released by the laboratory over a one hour and 45 minute period. At that time an emergency room physician called questioning results. The issue was investigated and the analyzer was removed from service. A backup instrument was used and results were connected. The next morning it was determined by instrument service that there was a loose connection at the interconnect for the aspirate probe #1. No instrument error message had been generated. Patient values for ckmb (12), hcg (5), pth (2) and tsh (1) were also corrected.